Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation loss of capture was observed on the lv lead. Output was increased to ensure capture. Patient returned to the ER with symptoms of presyncope. Patient was not dependent therefore unknown if symptoms were related to the implanted system. Upon interrogation an increase in capture was observed in the lv lead. Physician elected to explant the lead and a new lead was implanted. The patient was stable throughout the procedure.